Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error 351.6660 during a training session. There was no patient involvement.

Event description:
It was reported that the device had a channel error 351.6660 during a training session. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device alarmed a 351.6660 channel error was confirmed through a review of the logs and was replicated during testing. A review of the suspect syringe error log showed that on (B)(6) 2024 at 6:57 pm the device alarmed 351.6660 channel error. A review of the event logs showed that on (B)(6) 2024 at 6:56 pm the device was urned on, at 6:57:51 pm a bd 3ml syringe was loaded and a priming infusion was started; rate was identified as 100ml/h and volume to be infused as 2ml, the total volume in the administration syringe was 2.8347ml. At 6:57:59 pm the device alarmed 351.6660 channel error. Initial preventive maintenance test results showed that the device alarmed a channel error 351.6660 during the plunger force accuracy task. Worn split nut test results showed that upon starting the infusion, the syringe module alarmed immediately the channel error 351.6660. Calibration and preventive maintenance test results with the known good logic board showed that the suspect syringe module passed all test without any issues or alarms observed. Functional testing with the known good logic board test results showed that the suspect syringe module completed the infusion without any issues or alarms observed. Functional testing with the source logic board test results showed that upon starting the infusion, the known good syringe module alarmed consistently the channel error 351.6660 internal and external inspection of the syringe module found no irregularities. Inspection and testing of the incident bd 3ml syringe could not be performed since it was not returned for investigation. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect syringe module s/n: (B)(6) (w/o: (B)(4)) please replace the identified faulty logic board assembly. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported complaint of the device alarming a 351.6660 channel error was found to be the result of a faulty syringe logic board. The root cause for the logic board failure was not determined during the investigation.